Event description:
It was reported that the pt experiences background noise and uncomfortable sensations during testing, even though testing showed normal results from the device. No inflammation was seen by the surgeon (no redness, swelling,...).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.